Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) deployed in the wrong direction (opposite) during 5f non-cordis sheath-device connection. Hemostasis was achieved by manual compression. There was no reported patient injury. There were no visible signs of device or packaging damage prior to use. There were no issues depressing the cowling/guard, the cowling locked with an audible click. There was no visual damage to the indicator wire prior to use. The indicator window was not facing up during retraction and did not change. Upon removal, the indicator wire was found deployed in the opposite direction. A non-cordis catheter sheath introducer was used. The device was stored and prepared according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography with appropriate sheath insertion angle; vessel diameter was confirmed to be =5 mm. There were no visible signs of calcium/plaque, vessel tortuosity, nearby stents, or greater than 50% stenosis. The site had not been closed with a device or manual compression within the prior thirty days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd was used in an interventional procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not over 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufacturing position, and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. The catheter sheath introducer (csi) was not returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. Per functional analysis, a deployment simulation evaluation was performed. The indicator wire was pulled to the black/black position, and upon full depression of the deployment lever, the indicator wire retracted, and the plug deployed as expected. The indicator window black/white/red position was also obtained. A high magnification evaluation of the indicator wire loop and internal mechanism was performed, and no abnormal conditions were observed. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window and there were no anomalies noted to the indicator wire. However, procedural/handling factors are possible. It should be noted that the orientation of a fully deployed indicator wire should not be interpreted as evidence of a device malfunction. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) deployed in the wrong direction (opposite) during 5f non-cordis sheath-device connection. Hemostasis was achieved by manual compression. There was no reported patient injury. There were no visible signs of device or packaging damage prior to use. There were no issues depressing the cowling/guard, the cowling locked with an audible click. There was no visual damage to the indicator wire prior to use. The indicator window was not facing up during retraction and did not change. Upon removal, the indicator wire was found deployed in the opposite direction. A non-cordis catheter sheath introducer was used. The device was stored and prepared according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography with appropriate sheath insertion angle; vessel diameter was confirmed to be =5 mm. There were no visible signs of calcium/plaque, vessel tortuosity, nearby stents, or greater than 50% stenosis. The site had not been closed with a device or manual compression within the prior thirty days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd was used in an interventional procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not over 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) deployed in the wrong direction (opposite) during unknown sheath-device connection. There was no reported patient injury. The device will be returned for evaluation.